Event description:
Caller alleged that they were getting results of qc1 high or a inratio inr result of >7.5 with the inratio meter. The customer also reported discrepant results with the inratio meter compared to the laboratory for one patient. The customer reported that the majority of the errors across two inratios were qc1 high errors, but at least one patient on retesting gave an inratio result of 7.0; the laboratory result was 1.9. The customer also reported that the clinic had run out of strips and had borrowed this box from one of their neighboring clinics. The strips were collected in their box by hand and driven by the practice manger directly to the clinic. Previous storage of the strips cannot be confirmed. The customer does not currently have any other strips nor have they had any problems with their previous strips.

Manufacturer narrative:
Investigation pending.